Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there was an error log and halt (elh) detected on the logfiles. To perform the baseline test, the programmer application had to be reloaded, which is not considered a normal step in the evaluation. Once the application reload was complete, the elh was no longer detected. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. During analysis, a software issue was detected that is unrelated to the reported touchscreen issues. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmers control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when quick starting another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code and the need to restart the programmer to clear the error. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that the programmer screen was freezing. No adverse patient effects reported. This programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there was an error log and halt (elh) detected on the logfiles. To perform the baseline test, the programmer application had to be reloaded, which is not considered a normal step in the evaluation. Once the application reload was complete, the elh was no longer detected. The fad4e error code was confirmed during the baseline evaluation. This error code was resolved after system reload of software. Root cause of error code not established during analysis. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer screen was freezing. No adverse patient effects reported. This programmer was returned for analysis.